Manufacturer narrative:
This MDR opened based on additional sample received and confirmation from the rep that it was related to the same type of issue. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional sample received requiring a new report. It was reported that the needle does not retract. Originally reported issue of "when the safety button is activated, the needle does not retract into the retraction chamber".

Manufacturer narrative:
Correction: based on investigation findings, the as analyzed failure is not a reportable malfunction. Cancel MDR. Device evaluation: a device history record review was completed for provided material number 38183414 and lot number 5213614. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected physical sample was received for evaluation by our quality team. Through examination of the sample, the catheter/adapter component was lodged in the needle shield component. The needle was fully retracted. Only the issue of catheter/adapter stuck in shield was observed with the sample returned for this report. Based on the investigation conducted to date, a possible cause for the defect is excessive compression applied during the assembly of the shield onto the grip, which may allow the catheter to pass beyond the internal retention tab and remain trapped inside the needle cover. Corrective actions related to the catheter release premature defect are being investigated. Containment actions implemented include adjustment of the lower stopper position at the assembly station, with the objective of controlling the downward travel and insertion force of the shield, preventing the excessive compression observed. Another containment action implemented was adjustment of the sensor paddles at the shield placement station to ensure improved positioning and detection of the assembly.

Event description:
No additional information from customer.